Event description:
It was reported that the patient presented for defibrillation testing (dft). During the test, atrial fibrillation (af) was induced by the implantable cardioverter defibrillator (ICD) instead of the intended ventricular fibrillation (vf). External defibrillation was used to stop the arrythmia and was unsuccessful. The arrythmia later self-terminated. The patient condition is stable.